Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Manufacture date - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal anchor broke off and embolized in the leg. The anchor was removed from the leg by a vascular surgeon. The procedure prior to the use of the angio-seal was a bilateral angiogram. The patient was reported to be doing fine. The procedure outcome was successful. Additional information was received on (B)(6) 2019. A 5 fr sheath was used post angiogram. Hemostasis was achieved for patient with no post deployment issues. On (B)(6) 2019 the patient was noted to have lost pedal pulses and had a cold foot. Surgical intervention followed, with the surgeon confirming the angio-seal through a photo sent to the ir. A thrombectomy was performed removing the anchor, with pulses returning post procedure. The patient was reported to be in stable condition and has been discharged. There was minimal blood loss.